Manufacturer narrative:
A ge svc rep performed an onsite investigation. The battery was replaced, and the hv tube and the generator were cleaned and re-greased. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the sys would not boot up. No pt injury was reported.